Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that observed with the IV catheters, had several instances where leakage occurred from the port circled in red. Although this port isn¿t one use frequently, nursing staff have noted that it often appears loose straight out of the manufacturer¿s packaging. Verbatim: complaint via email. Email(s) attached I wanted to flag a recurring issue we¿ve observed with the IV catheters (see attached photo). We¿ve had several instances where leakage occurred from the port circled in red. Although this port isn¿t one we use frequently, nursing staff have noted that it often appears loose straight out of the manufacturer¿s packaging. As a precaution, our team has started tightening the port during IV placement to help prevent any leakage. All affected units appear to be from the same lot number, so I¿m unsure whether this rises to the level of a formal report. However, I should note that the most recent incidents did result in chemotherapy leakage.".